Event description:
A (B)(6) customer ran his blood glucose test on contour usb and received a reading of 93mg/dl. He re-tested on contour xt and received a reading between 172-174mg/dl. The difference between the readings fell in the "c" zone of the consensus error grid, making the difference clinically significant. Strip information was not provided but meter information was given. No adverse event was alleged. It was asked that the strips be returned for evaluation. The product was replaced.

Manufacturer narrative:
The model # was not provided. Initial reporter phone and address were not provided. In some countries outside the us, customer information is not provided due to privacy laws

Manufacturer narrative:
Strip information was not initially provided. Contour next test strip: product information - model number not provided, lot# 2cfec51, exp date 9/30/2013, manufacture date 03/01/2012, 510k - k111268. Contour test strips: product information - model number not provided, lot# 1mc3a05. Exp date 12/31/2013, manufacture date 12/01/2011.